Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Upon interrogation of the subject device in its sterile box, a message indicating the device was implanted was displayed. Automatic detection of implantation parameters could not be accessed anymore.